Manufacturer narrative:
MDR (B)(4) / initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set patch did not stick to skin upon insertion which leads to high bg and treated with correction injection via mdi on (B)(6) 2026.